Event description:
It was reported that the patient was sent to the emergency room the week prior for bradycardia. Further follow-up revealed that the patient passed out and fell and broke her back. It was reported that device diagnostics were "ok". It is unknown whether or not vns is related to the reported events. Attempts to obtain additional information have been unsuccessful to date.